Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26693. It was reported, during a lead revision surgery (reference MFR. Report: 1627487-2015-21336 and 1627487-2015-21337) the physician attempted to implant two new octrodes and multiple attempts were made, however the leads moved anterior due the patient's anatomy. The procedure was abandoned. The physician removed the leads and electively explanted the ipg.